Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during centrifugation with an unspecified amount of bd vacutainer® sst¿ ii advance plus blood collection tubes the additive was discovered to be abnormal. The following information was provided by the initial reporter, translated from french to english: on several occasions on the reference (B)(4) and lot 3086937, the centrifugation could not be carried out correctly with the consequence of non-realized dosages. A photo of one of the tubes concerned with the apparently defective gel.

Event description:
It was reported that during centrifugation with an unspecified amount of bd vacutainer® sst¿ ii advance plus blood collection tubes the additive was discovered to be abnormal. The following information was provided by the initial reporter, translated from french to english: on several occasions on the reference ref (B)(4) and lot 3086937, the centrifugation could not be carried out correctly with the consequence of non-realized dosages. A photo of one of the tubes concerned with the apparently defective gel..

Manufacturer narrative:
The following fields were updated: d9. Device available for evaluation? Yes. Returned to manufacturer on: 29-nov-2023. H6. Investigation summary: bd received four (4) samples and one (1) photo for investigation. The photo was reviewed and the indicated failure mode for poor barrier separation was observed. 100 retained samples were visually inspected, and no gel defects were found. Additionally, customer samples were evaluated along with retention samples of incident lot from bd inventory. The samples were tested and the indicated failure mode for poor barrier separation was not observed. There were no difficulties encountered during blood collection as all tubes exhibited proper fill. Bd was unable to confirm indicated failure mode, poor barrier separation because defect was not evident in testing of complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation based on photos only. Bd was not able to identify a root cause for the indicated failure mode.